Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2025. The event date is an approximation. On (B)(6) 2025, at approximately 2:00 am, the patient observed a low on his dexcom mobile device. The patient uses a tandem t: slim insulin pump in a modified closed-loop system. He had already begun experiencing symptoms several hours prior, including nausea, vomiting, and sweating. With assistance from his mother, the patient checked his blood glucose using a glucometer, which showed a reading of 450 mg/dl. As symptoms persisted, the patient and his mother proceeded to the emergency room (ER) around 8:00 am. Upon arrival, the medical team administered a saline flush due to signs of dehydration. No additional medication was provided for symptomatic hyperglycemia. Following the saline treatment, the patient reported feeling better and was able to rest. By 2:00 pm, the patient was discharged from the ER and initiated a new sensor session, which has since been providing accurate readings. The patient is currently feeling all right. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.